Manufacturer narrative:
Implant regio 13 fractured. Detail on construction is not available. Bone loss caused by patient related periimplantitis is documented. Implant fracture was caused by mechanical overloading after 11 years in situ. Resubmitted due to submission error.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.